Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported: it was necessary to remove the hip prosthesis due to the wear of the taper of the stem (6020-0335) in the implant with a 40 diameter head (6260-9-140) which dislocated in the neck, it was also necessary to remove the insert (623-00-40g).